Event description:
Boston scientific received information that the latitude system detected a red alert from this system due to a high shock lead impedance. The caller stated that the procedure to implant this system was difficult and they could not obtain acceptable defibrillation testing (dfts) with dual coil lead and competitive lead. The patient is non-compliant and has refused to where a life vest because there is not an acceptable safety margin. Patient has also refused further dft testing now that aminodarone has been discontinued. The patient and family are aware that the device may not be able to rescue him in the event of an arrhythmia.

Manufacturer narrative:
A boston scientific technical services consultant discussed that the shock impedance measurements had been stable in the 40's to low 50's and then increased to greater than 125 ohms. The consultant suggested some further testing to be performed to verify the integrity of the system. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Additional information was received in (B)(6) 2011 stating this patient had 60 bursts of anti-tachycardia pacing (atp). The caller was inquiring if the atp could convert supraventricular tachycardia (svt). A boston scientific technical services consultant stated that atp has been known to convert svt. The consultant stated that therapy delivery cannot be guaranteed with the current impedance measurements and programming. The patient had been reluctant to have additional therapy previously. This product issue will be updated if additional information is received.